Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed the pump battery fully depleted within 3 days. The customer¿s blood glucose level was not provided. Reportedly the customer would continue to use the pump for insulin therapy.